Event description:
Customer reported unexpected negative reactions with a patient sample containing anti-fya, tested on the echo.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention crrs(3), lot r040, used by the customer at the time of the event.the customer's returned sample was tested on an in-house echo with returned crrs(3), lot r040. The sample was nonreactive. The returned sample was tested on an in-house echo with retention crrs(3), lot r040, and exhibited equivocal reactivity with cell I, the fy(a+b+) reagent red cell. The returned sample was tested by a tube hemagglutination test method with retention panoscreen I, ii and iii, using immuadd as the potentiator. A room temperature incubation was included. The sample exhibited +weak and 1+ reactivity with the fy(a+b+) and fy(a+b-) cells, respectively, at the indirect antiglobulin test phase.